Manufacturer narrative:
(B) (4).

Event description:
It was reported that the stimulation was turning off. The patient was admitted to the emergency room. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.